Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of user facility that following the use of the listed device for an injection, the user received a needlestick with the used needle. No permanent adverse effects to nurse or patient were reported.